Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power issue with damage to the pump and moisture ingress. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: reboots were observed in the black box. The battery compartment was cracked. Corrosion was observed in battery compartment. The returned battery cap was able to attach securely to pump. On investigation, the pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. Leak testing revealed the pump leaks at battery compartment crack. The pump was opened and moisture damage was found on the printed circuit board. Investigation confirmed the complaint. Unrelated to the original complaint, the display was dim/faded and discolored.